Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported, "I had a stryker hip removed a year and a half ago. I went though horrible pain before and when this hip was removed I suffered horrific pain. There was a great amount of damage to my leg caused by this hip. That defective hip has taken my very active life away from me. I will live with massage pain for the rest of my life and will one day not be able to walk."